Event description:
It was reported that the device lost power and would not power on during a pt use. After numerous attempts, the device turned on but remained powered on only 20-30 seconds before shutting down. There was no adverse effects reported as the result of the device use. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return to the mfg facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.